Event description:
It was reported that during a laparoscopic hysterectomy procedure, the surgeon was using the device for approximately 5 minutes when the white tissue pad fell off into patient. The tissue pad was retrieved and a new device of same product code was used to complete case. There was no patient consequence. One device will be returned.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad damaged, melted, and a small portion was not returned. The device was connected to a test handpiece and generator and it activated during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.